Event description:
Pt implanted on her right hip with pinnacle sector ii acetabular cup, pinnacle metal insert and femoral head. Pt was revised on (B)(6), 2011, devices were explanted. Pt experienced disability, scars, she can't walk, severe pain. Explanted device is with her lawyer. High levels of chromium and cobalt on her left hip with pinnacle metal lining and metal insert femoral head. Pt also has severe pain, disability, can't walk, left hip pops. Device still implanted.